Event description:
It was reported that an unspecified malfunction alarm occurred, necessitating constant pump resets. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from technical support, and additional information about the event outcome was not available.